Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with compromised force sensor alarm during the basic occlusion test due to loose /flush drive support disk. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer reported of not being able to exit "preparing to prime" loop and icon was showing that reservoir was empty when it was actually full. Customer states drive support cap was sticking out. Customer's blood glucose was 75 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.